Event description:
It was reported from (B)(6) that the foot control device displayed an e2 failure code. It was not reported if the device was used in surgery. There was no delay in the surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device manufacture date was incorrectly documented. The device manufacture date has been updated from jun 9, 2010 to jun 8, 2010. Additional narrative: device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was component damage to the cable/cord/wiring. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to user error, abuse and/or misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.